Event description:
A laparoscopy procedure was being performed. During insertion of the trocar, the pt sustained a trocar injury due to what appeared to be a malfunction of the 5 millimeter trocar and as a result the pt developed bleeding of the mesentry of the small bowel. The shield did not retract.